Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years and 2 months. The patient remains ongoing on lvad support. A correlation between the device and the reported neurological symptoms could not be conclusively determined. Neurological dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency department on (B)(6) 2016 with dizziness and left sided weakness involving the face and left upper and lower extremities. The patient's national institute of health (nih) stroke score was 3. The patient was on coumadin and their inr was 1.48. It reportedly has been very difficult to maintain the patient at a therapeutic inr level. The patient has a home health nurse assisting with medication management. A CT scan showed no acute intracranial pathology; however, remote infarcts were observed in the right frontal and parietal lobes as well as the left parietal and occipital lobes. No evidence of focal stenosis, aneurysmal dilatation, dissection or occlusion was seen. The patient was reported to have a history of strokes both pre- and post-vad implant. The patient's anticoagulation was switched from coumadin therapy to eliquis. No other treatment was administered and the patient was discharged home on (B)(6) 2016. It was reported that the lvad was functioning normally.